Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused 10% dextrose (d10). The patient¿s blood sugar spiked and remained elevated while the patient was on the infusion. The nurse stopped the keep vein open (kvo), and the patient's blood sugar returned to normal limits. No further information was provided at the time of this report.